Event description:
This is filed to report unintended movement it was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, chordal rupture and posterior prolapse. An xtw clip was successfully implanted, mr to a grade 1. Roughly seven months later, the patient returned to the hospital. Echocardiography showed mr had increased to a grade of 4. The implanted clip was stable on the leaflets and the physician stated the recurrent mr was due to progression of disease. On (B)(6) 2022, an additional mitraclip procedure was performed to treat the recurrent mr. Two xt clips were successfully implanted, reducing mr to a grade of 1. However, after implanting the two xt clips, it was observed the xtw clip had slightly moved. The clip was still stable, and the physician stated that there was no contact between the clips. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported migration (partial clip movement) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.